Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that the patient presented with swallowing problems. The m6-c artificial cervical disc was removed.